Event description:
Additional information received from the consumer reported that ¿maybe in 2015¿ she didn¿t feel like the implant was working for her so she stopped using it. The patient stated she wants to use it again as she has an unrelated pinched nerve in her back. Troubleshooting reviewed the implant is likely over-discharged due to last being charged in 2015 and directed the patient to their healthcare provider for recharging assistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding the patient. The hcp reported that the patient is needing an MRI of their lower back. They stated that per the patient, the implantable neurostimulator (ins) hasn¿t worked in years and is dead. The hcp was unable to clarify why the ins hasn¿t worked in years. No further complications or patient symptoms were reported or anticipated.